Event description:
Both devices were used on the same patient on the same case. During the procedure they were unable to see either device in the carto mapping system. They essentially disappeared and could not visually see their location. They had to be removed and new devices placed for completion of the procedure. There were no adverse reactions for the patient. From the procedural note: intracardiac imaging: through the right femoral vein, an intracardiac echo catheter, 8-french soundstar, was advanced and placed in mid right atrium. Serial echocardiographic images were obtained in the right atrium, left atrium, interatrial septum, fossa ovalis, mitral, tricuspid and aortic valves. The patient did not have any evidence of intra-atrial thrombi. Cartosound images were obtained in the right atrium and the left atrium and merged with fast anatomical mapping (fam map). There was no evidence of pericardial effusion before and after ablation.